Event description:
Diagnosed with chronic fatigue syndrome. My tonsils became so bad that tonsillectomy was needed, chest pain post-exertional, malaise, miscarriage, food sensitivities. FDA safety report ID# (B)(4).